Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 324 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Moderate ketones were also present. As treatment, a manual injection of insulin was delivered and a new pod was applied. This pod was discarded. The patient's blood glucose and insulin history are as follows: time, bg(mg/dl), bolus(u): 1:54pm yes (for snack), 4:59 182, 5:59 191, "dinner" 0.5, 12:34 324 (new pod applied and manual injection delivered), 1:00am 311, 1:36 279, 2:00am 267, 4:00am 207, 5:00am 151.